Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2014 a medtronic representative, following-up at the site, reported tests revealed that communication between the camera and the polaris spectra system control unit (scu) could not be established. The universal serial bus (usb) was in functional failure. The wireless mouse did not communicate. Other usb ports were used. - return requested. Replacement computer shipped to site 10/30/2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The suspect computer was swapped out of the system. Analysis of the suspect computer found: unable to recreate allegation of freezing software application, but testing did find a faulty hard drive which likely caused event. Hard drive was replaced and computer then passed all subsequent testing.

Event description:
A medtronic representative reported a navigation system that became unresponsive; after which, the image on the monitor resembled a sand-storm. No further details regarding the problem, were provided. There was no patient present when this issue was identified.